Event description:
It was reported that the pump touch screen was scratched, causing it to be hard to read at certain angles. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.